Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting out during the prime. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the also the insulin pump had not giving the low battery alert warning to the customer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.